Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls (qc), which were out of specifications. The customer replaced the v-lyte diluent bottle and reran qc, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that there was no error for the integrated multi-sensor technology (imt) to alert the operator of an empty v-lyte diluent bottle. The data showed that the v-lyte diluent bottle was not completely seated on the fluid connector, drawing in air and resulting in an improper dilution of the samples. The hsc specialist determined that the cause of the discordant, falsely elevated sodium and chloride results on patient samples was due to the v-lyte diluent bottle not being completely seated into position on the connector for the fluid. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension vista 500 instrument. Additionally, discordant, falsely elevated chloride (cl) results were obtained on three patient samples. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.